Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented in the hospital with a slow vt. The patient has a history of slow vt and periodically monitors his hear rate. The device attempted to deliver appropriate atp, but failed to convert the rhythm. Programming changes were made and nips testing was successfully performed. The patient will continue to be monitored.